Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device. Patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
According to the report, the patient has no sound perception with the device. Family reports no incident of accident or trauma. Patient was re-implanted.